Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported the lead was not working. Upon follow-up, additional information was received indicating the left ventricular lead was not capturing. The lead was removed and replaced. No patient complications have been reported as a result of this event.